Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the lot and UDI information. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, the physician introduced the sheath of the 5mm x 33 mm embotrap ii revascularization device (et007533 / 19d071av) into the hub of the microcatheter (unknown brand). The physician attempted to push the embotrap device up, but it did not work; the embotrap device did not go through the overlapping area of the hub and the microcatheter. There was no report of any patient adverse event or complication as a result of the reported issue. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the embotrap ii device was returned with the insertion tool and tyvek pouch. The original product packaging (i.e. Unit carton), hoop, and instruction for use (IFU) were not returned. The initial examination of the returned embotrap device identified deformation of the distal cone (outer cage and inner channel) but there was no evidence of any strut fractures. The visual inspection also indicates that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts on the distal cone of both outer cage and inner channel is indicative of excessive force when advancing the device against resistance. The damage to the struts of the distal cone is consistent with that when advancing the device to a blockage or constriction of the inner lumen of the microcatheter or pre-deployment of the device in the microcatheter hub as the insertion tool is not fully seated or moves proximally during device insertion. The return embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the outer diameter (od), confirming that it could be adequately seated in the hub of a compatible microcatheter. As the damage to the returned embotrap device is consistent with attempted delivery into a microcatheter against significant resistance the most probable causes of the failure to advance through the microcatheter are either: a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (or a failure to maintain the insertion tool in a fully seated position whilst advancing the device) or a permanent or temporary constriction in the microcatheter hub/lumen, in this case likely to be located at the interface of the microcatheter hub and shaft. Device insertion and delivery assessments were performed using the returned embotrap device and an un-used embotrap device and a previously un-used prowler select plus microcatheter (complaint didn¿t specify what microcatheter was used in the procedure). The returned device successfully advanced from the insertion tool into the lumen of the prowler select plus microcatheter in a fully seated position with no noted resistance. At 5mm the returned device failed to deliver into the microcatheter due to the damage the device had. An un-used embotrap was then advanced into the microcatheter with no noted resistance and successfully delivered through the entire length of the microcatheter. This was confirmed with the insertion tool fully seated in the microcatheter hub and also with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft) of up to 10mm. Advancement was unsuccessful at a gap greater than 10mm, i.e. Incorrectly seated. The complaint did not indicate which type of microcatheter was used in the procedure only that the physician detailed the attempt to deliver the device was unsuccessful. As the damage is consistent with attempted delivery through a constricted lumen the most probable root cause(s) therefore is either a localized temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. A review of the device history record (DHR) associated with this lot (19d071av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Conclusion: the return embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during this complaint was returned and there was no damage noted, the most probable root cause(s) would be that either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the insertion tool seating was not optimal, caused by the placement by the physician or by the rhv seal not being fully tightened (thereby allowing some movement of the insertion tool in the rhv during device delivery). There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the physician introduced the sheath of the 5mm x 33 mm embotrap ii revascularization device (et007533 / 19d071av) into the hub of the microcatheter (unknown brand). The physician attempted to push the embotrap device up, but it did not work; the embotrap device did not go through the overlapping area of the hub and the microcatheter. There was no report of any patient adverse event or complication as a result of the reported issue. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The 5mm x 33 mm embotrap ii device was returned for evaluation which revealed deformation of the distal cone (on the outer cage and the inner channel). Based on the product analysis on 12/16/2019, this event has been deemed MDR reportable as a ¿malfunction.¿